Event description:
During an implant attempt of the subject device, a connection issue was reported with the previously implanted ventricular lead (medtronic model 4081; (B)(4)). It was indicated that the physician fully inserted the screwdriver, then "opened completely" the connection system, but full insertion of the lead was not possible, even using medical instruments. A pull test confirmed improper connection. Further unsuccessful connection attempts were made, and another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.